Manufacturer narrative:
Physio-control evaluated the removed battery, and determined that the cause of the reported failure was due to normal battery depletion. From the downloaded data from the battery it was observed that the battery was first installed on 09/06/2010 and had a usage of 3.6 hours of on-time and 13 defibrillation shocks. The battery data indicated that the battery's charge level went to 0 mah on 09/01/2014, 35 days prior to the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified that the device would shut off when charging the defibrillator using the customer's battery. The battery was displaying 1 flashing fuel gauge light indicating a very low state of charge when evaluated. Proper device operation was observed through functional and performance testing with a test battery inserted into the device. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off when treating a patient. The device had been connected to a patient. After the first ECG analysis, a defibrillation shock was advised and the shock was delivered to the patient. After the second ECG analysis a shock was advised, however, the device lost power before the charge was completed. The device was turned back on but lost power again after another shock was advised and the defibrillator began charging. The device was turned back on and then a back-up device arrived and was subsequently used. The patient was not resuscitated.